Manufacturer narrative:
The pump was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that due to a persistent coma and unclear neurologic status and evolution, a decision was made by the patent's family to stop all life support. The patient expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years, 8 months. (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that after over 5 years of support, the patient observed a system controller fault on the system controller screen. Five minutes later, the patient lost consciousness. The patient¿s spouse exchanged the system controller to the backup system controller, and the pump operated as expected. The patient was hospitalized, and log file analysis by the manufacturer¿s clinical specialist confirmed pump stoppage. An echocardiogram revealed no ventricular wall suction; the septum was midline, and the inflow cannula was directed towards the mitral valve. While on battery support, the patient experienced another pump stop for 6 minutes and a driveline disconnect alarm without a physical disconnection. The patient lost consciousness during this period. Reportedly, it was initially not possible to restart the pump, either by pressing any buttons or with another system controller exchange. The hospital team connected the system controller to the power module and system monitor in order to start the pump via the system monitor. After successful restart of the pump, the patient was treated with heparin. The system controller log file revealed multiple pump stoppages while on the power module as well as battery support. An external driveline evaluation performed by the manufacturer¿s technical services representative revealed potential electrical damage of the driveline. The patient was scheduled for pump exchange on (B)(6) 2017; however, due to the patient¿s unclear neurologic status, the pump exchange was postponed to a later date. No further pump stoppages have occurred since the driveline has been stabilized. The patient is reportedly hemodynamically stable and will stay admitted in the hospital. No additional events have been reported.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the suspected electrical damage of the driveline and subsequent patient outcome could not be conclusively determined. Review of the submitted system controller log file revealed multiple pump stoppages while on the power module as well as battery support. An external driveline evaluation performed by the manufacturer¿s technical services representative revealed potential electrical damage of the driveline; however, driveline wire damage could not be confirmed as the device was not returned. A review of the device history record for the pump revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.